Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 44 mg/dl. Customer¿s blood glucose level was 148 mg/dl at the time of call. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with eating candy. Customer stated that the sensor issues. Customer was able to enter auto mode after she entered a blood glucose. Customer was declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.